Manufacturer narrative:
The customer replaced the ise sipper tube. After the service actions, no further issues were reported by the customer. The investigation did not identify a product problem. Based on the provided information, the investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 6000 c501 module. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing with the sample. The patient's initial na result was 101 mmol/l. The patient's repeat na result was 139 mmol/l. The na electrode lot number and expiration date were requested but not provided.